Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead thresholds had increased to a high range. The lead was reprogrammed with reduced output at which point the cardiac resynchronization therapy defibrillator (crt-d) battery longevity was noted to have decreased by over a year. The rv lead was repositioned and the crt-d was explanted and replaced as it was not lasting as long as expected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.